Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure a dissection occurred. The 99% stenosed target lesion was in the saphenous vein graft (svg) with a 4mm reference vessel diameter and a 15mm lesion length. A 4.00x16mm liberte stent was implanted. An additional procedure was performed in the target lesion; stenting with an express stent to treat a dissection. Residual stenosis was 0%. The procedure was a technical success. The patient was discharged five days after the index procedure without angina or silent ischemia. Discharge medications were asa 160 mg/day indefinitely, clopidogrel 75 mg/day for 12 months, heparin and iib/iiia agents.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.